Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing elevated blood glucose (bg) levels of over 450 mg/dl, since (B)(6) 2016. The customer used manual injections and other times overrode the recommended bolus amount to deliver more insulin when taking correction boluses via the pump. The customer was not using the pump at the time of the call. Tandem technical support assisted the customer with verifying that personal profile settings were correct and confirmed that customer is following cartridge/insulin labeling instructions. A recommendation was made for the customer to discuss elevated bg levels with their healthcare provider.